Manufacturer narrative:
Qn# (B)(4). The facility has communicated that the device is not available for investigation. No additional test was performed. Verification of failure mode reported in the current manufacturing process could not be performed due to product was not being manufactured. The device history review could not be conducted since the lot number was not provided. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and to confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips were not loading in the jaw. The clips came down the shaft in what looked like a closed position, never fully loaded or opened and fell out of the jaws without engaging. There was also an incident where the device jammed. In both cases, they had fired a few clips successfully and then the clips stopped loading correctly in applier.